Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was partially applied with thirteen remaining clips. There were gaps between the clips in the clip channel. Functionally; the handle was cycled and the clips were not loading properly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior the procedure, during a fire testing, there was an issue loading the clip. After that, they tried to fire the clip but the reload could not be performed because the clip was not formed properly. There is no patient involved in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.